Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the same malfunction code did not recur, and the customer was informed to continue using the pump and to call back if any malfunction code reappears. The customer acknowledged and understood these instructions.